Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: unknown date: the patient underwent the following procedures: anterior sparring retroperitoneal approach of the lumbar spine; mobilization of iliac vessels; complete excision of disc l5-s1; partial corpectomy, l5-s1; placement of structural tricortical allograft implant measuring 17-mm in height, l5-s1; interbody fusion with bone morphogenic protein ii, l5-s1. As per the operative notes, ¿ the interspace was sized to accommodate a 17-mm tall implant and tricortical femoral ring implant was selected and placed after its medullary cavity was filled with bone morphogenic protein soaked collagen sponges.¿ no intra-operative complications were reported.